Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals indicate that the elevated wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. The platelet product also had a very high concentration along with the elevated wbc content, based on this info, it is possible that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. There was no medical intervention necessary. Donor unit #: (B)(6). There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable kit is unavailable for eval because the customer discarded the set. This report is being filed due to device malfunction that has the potential for injury

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.